Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 07/13/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as an oozing, wet, rash located on the arm, under the patch. The patient sought treatment for a skin reaction with a dermatologist on (B)(6) 2016. The patient's mother stated that steroid cream was prescribed but she had no additional information concerning the prescription. Patient's mother also reported the dermatologist was not very helpful in offering solutions for the reaction and requested dexcom not contact the doctor for any information. Patient uses a skin barrier and affected area is treated with over-the-counter cortisone cream and neosporin or alo cream. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.